Event description:
During laparosocpic burch procedure device malfunctioned, needle broke in half in pelvic area about 2 cm in length. Suction fluid strained, needle not found. X-ray taken in pacu. Needle was retained in pt. No problem with where it is located in pt. Md spoke with pt and pt's husband. Needle piece was very small. Expiration date: 1/2001.